Event description:
This event is reportable based on the product analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, a taxus liberte 2.5x24mm drug eluting stent could not cross the lesion located in the left anterior descending artery (lad). During preparation, while the physician was opening the device package it was reported that he "noticed there was a little unsmooth spot on the stent". Following the pre-dilation of the target lesion with an unknown device, the physician attempted to place the stent but could not cross the lesion. The device was withdrawn and the procedure was completed with another 2.5x24mm taxus liberte drug eluting stent. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Following a detailed device analysis it was noted by the complaint investigation site (cis) that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed mid stent damage. Three of the struts were raised. The damage found on the stent was measured using a snap gauge at approximately 1.43mm. The area where there was no damage found was measured at approximately 1.06mm. The device was returned without the balloon protector or product mandrel. Therefore, indicating that the device was prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.